Event description:
The hosp reported that during a coronary artery bypass procedure, the hs iii proximal seal deployed properly but leaked a lot.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).